Event description:
It was reported ", the iabp alarmed, and the balloon waveform indicated catheter kinking. Examination revealed that the hemostasis cuff had detached from the hemostasis sheath introducer. The exposed shaft was contaminated and could not be reinserted into the patient. The catheter was replaced with a new set, and assistance for the patient was continued". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported ", the iabp alarmed, and the balloon waveform indicated catheter kinking. Examination revealed that the hemostasis cuff had detached from the hemostasis sheath introducer. The exposed shaft was contaminated and could not be reinserted into the patient. The catheter was replaced with a new set, and assistance for the patient was continued". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Upon further review, it was determined that this complaint was created in error, thus, the initial MDR submitted on 24 march 2026 should be retracted.